Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j) for evaluation on 28-apr-2025. A visual inspection evaluation and electrical test of the returned device was performed following j&j medtech procedures. Visual inspection of the returned device revealed bent marks in one spline. A microscopic inspection shows a lifted electrode without wires exposed. The device was connected to the carto 3 system and no noise issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal action were identified. The spline bent condition reported by the customer was confirmed. The potential cause of the bent marks and lifted electrode could be related to the manipulation of the device before the procedure; however this can not be conclusively determined. The noise issue could not be confirmed. The catheter instructions for use (IFU) contain the following recommendations: excessive bending or kinking of the catheter shaft or spines may damage lead wires and cause loss of electrode function. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were elected as related to the customer¿s reported ¿a kinked spline ¿ issue. In addition, biosense webster inc. Analysis finding of the ¿bent marks in one spline¿. Investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the customer¿s reported ¿a kinked spline¿ issue. In addition, biosense webster inc. Analysis finding of the ¿lifted electrode¿. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿noise on the d spline¿ issue. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a redo atrial fibrillation / redo atrial flutter - left-sided procedure with an octaray mapping catheter for which biosense webster¿s product analysis lab (pal) identified a lifted electrode. It was reported that there was noise on the d spline of the catheter displayed on the carto 3 system and the recording system. The physician noticed a kinked spline on the catheter before advancing the catheter into the body. The catheter connections were reseated from both ends without resolution. The catheter was replaced and the issue was resolved. The procedure continued with no further issues. The ngen system was used for ablation. No patient consequence reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 30-apr-2025, observed bent marks in one spline. A microscopic inspection showed a lifted electrode without wires exposed. The event was originally considered non-reportable, however, bwi became aware of a lifted electrode on 30-apr-2025 and have assessed this returned condition as reportable.